Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). The part was returned with a reported complaint that does not affect functionality. A review of the logs confirmed that the instrument had exhausted all its lives and when the instrument was placed on the in-house system, there were 0 lives remaining. The vse is a single use instrument. The instrument was installed in house without any issues. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations non-related to customers complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system, and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open, and the dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to manufacturing. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. Root cause attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend instrument would not lock with drape/ said it was out of lives. The procedure was completed with no reported injury.